Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room (ER) after experiencing atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) reviewed the episode noting this ICD was withholding therapy until the point where the rhythm became stable and fast enough that several beats fell into the ventricular fibrillation (vf) zone and fell just below the rhythmmatch threshold. At that point this ICD provided inappropriate anti-tachycardia pacing (atp) and three inappropriate shocks. The last shock successfully converted both rhythms. This ICD remains in service. Other than the inappropriate therapy, no additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.